Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint allegation is confirmed. Visual inspection noted that the threads of the 130° radiolucent targeting arm had stripped. Functional testing was performed, and it was found that the green button got stuck when it was pressed and did not work as required. The most likely cause of the reported failure can be attributed to user error due to misaligned insertion and/or excessive force being used during insertion of the mating part. -the complaint was confirmed. -refer to investigation photos.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via (B)(4) that an 0826-000 impactor pad had the threads damaged the 1268-100 130° radiolucent targeting arm. There was no patient effect. This was discovered during a hip fracture procedure on (B)(6)2025, with no reported patient harm.